Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had minor scratched lcd window and scratched keypad overlay.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 348 mg/dl. Customer's mother stated they were able to complete the rewind sequence on their insulin pump. The customer's mother could not recall any significant events leading to the alarm. Customer's mother also declined to troubleshoot for the customer's high blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.